Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (bleeding, respiratory failure, multisystem organ failure, and patient expiration) could not be conclusively determined through this investigation. Multiple requests for the serial number of the heartmate 3 left ventricular assist system in use at the time of the patient¿s expiration were sent to the account; however, it has not been provided at this time. Therefore, a review of the device history records could not be performed. The heartmate 3 left ventricular assist system instructions for use lists respiratory failure, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Report # 2916596-2020-03479.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had complicated post-op course with bleeding. The patient was brought back to the operating room same day as initial implant date, (B)(6) 2020, cardiectomy performed and chest left open. Unable to successfully close chest without decrease in flows and patient being compromised. Patient required ECMO support. Patient had respiratory failure and multisystem organ failure. Returned to operating room on (B)(6) 2020, unable to wean off ECMO. Family meeting completed with decision to withdraw care. The site withdrew care and patient expired on (B)(6) 2020. No autopsy performed therefore the pump was not explanted for analysis.